Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2017. Patient was under 2 years old. Reportedly, the patient used an expired sensor. Reportedly, the patient entered incorrect blood glucose values. Reportedly, the patient has not calibrated the dexcom system at least every 12 hours. No additional event or patient information is available. Data was provided for evaluation. Data review confirmed the reported event of inaccurate cgm values. A root cause could not be determined via data. Labeling indicates: the dexcom system is a glucose monitoring system indicated for detecting trends and tracking patterns in persons (age 2 years and older) with diabetes. The system is intended for single patient use and requires a prescription. Labeling indicates: don't use expired sensors. Before inserting, always check the package label for the expiration date using the yyyy-mm-dd format. If past the expiration date, don't use because the sensor glucose readings might not be accurate, resulting in you missing a severe low or high glucose event. Labeling indicates: calibrate at least once every 12 hours. Calibrating less often than every 12 hours might cause sensor glucose readings to be inaccurate, resulting in you missing a severe low or high glucose event.